Manufacturer narrative:
(B)(4) concomitant medical products: 12-103206 taperloc, lot 739100; 157452 magnum mod hd, lot 197480; 139264 magnum insert, lot 189250. Multiple MDR's were reported for this event. Please also see associated events: 0001825034 -2018 -04184. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient had both femoral and acetabular revision to address hip pain and elevated metal ion levels. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had both femoral and acetabular revision to address hip pain and elevated metal ion levels. No further information is available at this time.